Event description:
It was reported that the cbc stopped working after collecting approximately 100 ml of blood. The collected blood was not re-infused. The patient did not require a blood transfusion from pre-donated blood or a blood bank due to this event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If any further information becomes available, a follow-up report will be filed.